Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet bionic pancreas with a libre 3+ sensor, with a recorded low of 62 mg/dl lasting about 10 minutes, and subsequently contacted support to adjust therapy settings, including setting a higher sleep target; the user treated the low with half a juice box and received troubleshooting and education, with no alerts reported. Symptoms included shakiness. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included customer support troubleshooting and education on therapy setting adjustments. Investigation of this case revealed no confirmed device malfunction or alarm behavior, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.